Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during manual prime. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting found that pump would not allow the customer to enter the carb amount. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces and with corroded battery tube. No button error alarms noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, broken reservoir tube lip, missing reservoir tube o-ring, broken battery tube threads and minor scratches on the lcd window.